Event description:
Balloon on foley catheter not able to deflate when attemting to remove catheter. Over-inflation and use of guide wire were unsuccessful. Pt had to be taken to radiology special procedure dept for removal.